Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
Critical care nurses reported in an online survey that they did not agree that the clinical benefit of urine drainage bags was urine management through collection of urine output in a variety of health conditions that require the use of a urinary catheter because sometimes it caused infections. No medical intervention was reported.

Event description:
Critical care nurses reported in an online survey that they did not agree that the clinical benefit of urine drainage bags was urine management through collection of urine output in a variety of health conditions that require the use of a urinary catheter because sometimes it caused infections. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "materials of construction are not biocompatible". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.